Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 300cc breast implant and experienced deflation post-operatively (side unknown), which was confirmed during a physical exam. As a result, the patient is scheduled for removal and replacement with mentor saline breast implants (catalog number 3502400) on (B)(6) 2021. Both device serial numbers were reported ((B)(4)); however, it is unknown which side the deflation occurred on. Neither device lot number was reported.